Manufacturer narrative:
Evaluation completed. One opened bl5423wv vitrectomy cutter from lot w0965 was returned in a plastic bag. The expiration date on the label was 2019-06-16. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and good aspiration. This cutter performed as intended. The cause of the reported problem could not be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The cutter would not cut. There was patient contact but no injury. The doctor opened a new cutter and the surgery was completed with no issues.